Manufacturer narrative:
The olympus representative instructed the user facility to drain the disinfectant, remix the disinfectant, and use test strip to check the concentration of the disinfectant. The device was not returned to any of olympus locations. E99 occurs when 15 days or more have passed since the disinfectant was prepared, or when it is used 46 times or more. Omsc concluded that e99 occurred because 15 days had passed since the disinfectant was prepared. In addition, the user facility usually checks the concentration of the disinfectant solution, but the concentration of the disinfectant solution was unknown because it was not checked this time. The exact cause of the occurrence of e12 could not be conclusively determined, because the device has not been returned to olympus. However, it is possible that e12 occurred because the disinfectant became unusable due to the occurrence of e99 and the disinfectant was discharged, and then the start button was pressed in that state. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by phone by the user that during reprocessing, error e99 occurred when the start button on the device was pressed. Error e99 occurs when the user continues to use the device for an extended period of time without changing the disinfectant. The olympus representative confirmed to the user the result of checking the concentration of the disinfectant solution using the test strip. The user reported that he or she was not usually in charge of reprocessing and therefore did not know about checking the concentration of disinfectant. The user also reported that he or she did not check the concentration of disinfectant before reprocessing, and did not know when to check it. In addition, when the user pressed the start button on the device again, error e12 occurred. Error e12 means that there is an insufficient amount of disinfectant solution in the disinfectant solution tank. There was no report of patient injury or infection associated with the event.